Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within specification and displacement test. No unexpected low battery alarm anomalies noted. Device received with cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and cracked belt clip slot. No unexpected missing segment or partial display anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was difficult to see, cracks in casing near reservoir, changing battery more often. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.